Event description:
It was reported that during implant the doctor was unable to engage the lead into the head of the device. The lead was replaced with no adverse event for the patient.

Manufacturer narrative:
(B)(4). The reported field event of being unable to insert the lead into pacemaker was confirmed in the laboratory.